Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: b5 - new information from op report.

Event description:
Additional information provided from an operative report received: preoperative diagnosis: failed left total knee arthroplasty secondary to polyethylene wear, aseptic femoral loosening and femoral osteolysis. ¿upon entering the knee joint, fluid was sent for gram stain and culture. The patient had thickened synovium. Synovectomy was performed. The patella was everted and found to be delaminated although still well fixed. It was elected to remove. Saw was used to cut between the cement bone interface, pegs were removed, and the residual patellar thickness was 13 mm and was prepared¿. Sterile dressing was applied, the patient was awakened and taken to the recovery room in stable condition.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitants: note: list below includes devices implanted on the initial implant date. It is unknown which components were initially implanted in the left knee at this time. Serial #: (B)(4), category #: 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm, - z-0021-2022. Serial #: (B)(4), category #: 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm, - z-0021-2022. Serial #: (B)(4), category #: 02-012-42-3508 - logic pts, size 3.5, 8mm, serial #: (B)(4), category #: 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, serial #: (B)(4), category #: 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, category #: 200-02-35 - three peg patella 35mm, additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a 59 yo male patient, initial left knee implanted on (B)(6) 2011, underwent a revision procedure on (B)(6) 2023, approximately 11 years 2 months post the initial procedure due to a loose femur and recalled poly. The patient complained of pain. The patient was last known to be in stable condition following the event. No devices returning. Due to the recall. The hospital will not release them. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, d4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be femoral loosening and inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening and patellar prosthesis wear could not be confirmed from the provided information. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.